Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was repositioned due to lead migration. The lead remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.